Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient programmer and clinician programmer was showing ¿replace generator¿ error message. It is undetermined if the ipg is exhibiting normal or premature depletion. No further information is available at this time.

Manufacturer narrative:
A depleted ipg was reported to abbott. Based on the information received, the ipg¿s longevity estimation could not be accurately determined. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
A depleted ipg was reported to abbott. Based on the information received, the ipg¿s longevity estimation could not be accurately determined. No intervention is planned at this time. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received, indicated that surgical intervention may take place at later date to address the issue.